Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed and not detected on buss. A field service engineer (fse) shut down station and rebooted but the issue persisted. Further, the fse logged in as admin, confirmed that the firewall settings were verified to be disabled, and pyxinet configuration was confirmed to be correct. The station had a legacy communication cube and required replacement. It was identified that a recent power interruption at the site had caused the communication cube to fail. Then the fse replaced the communication cube, and customer verified the station operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not working, and the drawer was not recognized on the bus following a power outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.